Event description:
A home patient contacted baxter's technical service center for assistance. Per the initial report, the pt line of the homechoice set was not completely primed prior to the patient connecting his transfer set to the setup. Baxter's technical service center assisted the home patient in ending therapy early and starting a new therapy session with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.